Event description:
It was reported that the 8800 system had an artifact in the image on the left monitor during a case. The connection was checked, the image returned then was lost again. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connecting cable was replaced during the service call.